Event description:
Surgeon was using bone cement in the spine. After placing the cement in the vertebral body, he removed the needle from l3 without issue. When attempting to remove the needle at l2 the handle pulled free from the needle shafts. Each time doctor tried to pull the needle free, then a portion broke off. He broke the needle off at the pedicle interface leaving a portion of the needle within the vertebral body. There was no adverse pt outcome reported as a result of this event.

Manufacturer narrative:
Device was retained by the facility and not made available for evaluation. A review of the lot history record was performed and verified that the product met specification when released to stock. At this time no conclusions can be made.